Event description:
According to the rptr, the device locks up and will not power up completely. No pt was associated with the reported incident.

Manufacturer narrative:
Device is part of field correction. Device operating sys software correction installed and then device returned to the customer for use.